Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, the handle stopped halfway upon firing. The surgeon returned the handle by force. The surgeon converted the procedure to an open one and applied another device. The patient's status is satisfactory.